Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The software was reloaded as a preventative measure. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the sys 9800 has an intermittent communications error at initialization. There was no adverse pt involvement reported. There was no pt info reported.